Manufacturer narrative:
Update to h6: investigation findings (c).

Manufacturer narrative:
According to the customer, the "lock failed" on the "right arm" of the device causing it to "swing open" during use and the user fell. The incident happened "about two weeks ago." The customer reported they "went to the doctor" and were prescribed "physical therapy" due to "right shoulder pain." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "lock failed" on the "right arm" of the device causing it to "swing open" during use and the user fell.